Event description:
It was reported that the patient underwent an obturator sling procedure on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with a cystoscopy due to stress urinary incontinence. The patient experienced chronic pain, vaginal soreness, excruciating pain during intercourse, rectal pain, erosion, urinary/bowel problems, pelvic inflammation, and painful urge incontinence. It was reported that patient underwent mesh revision on (B)(6) 2011 due to erosion. (B)(4).